Event description:
Spouse of homepatient reported home patient had diffficulty breathing while using the homechoice cycler for automated peritoneal dialysis therapy. According to home patient's spouse, home patient discontinued therapy for the day and home patient presented to the emergency room where oxygen was administered. Home patient was released from the emergency room later that day with no pt injury resulting from this incident. According to home patient's spouse, homechoice device is not attributable to incident, although cause of home patient's breathing difficulty is still unknown. Follow up with health care professional reveals that incident is not related to peritoneal dialysis, however, health care provider cannot provide further incident details. No device failure or malfunction were identified.